Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported left side rupture, macromastia, ptosis, and lipodystrophy of the neck which is not related to the device. The device has been explanted and replaced.